Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager on 14 september 2021: hip dislocation 1 year and 5 months after primary implantation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Manufacturer narrative:
Batch review performed on 20.07.2021. Lot 181142: (B)(4) items manufactured and released on 29-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Other device involved: batch review performed on 20.07.2021. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1901932: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
Revision surgery planned 1 year and 5 months after the primary due to dislocation. Liner and head has been revised.